Manufacturer narrative:
The electrode lot number is bey88. The expiration date was not provided. The customer confirmed upon follow-up that the recalibration and qc were successful. The field service engineer (fse) inspected the analyzer and determined that the carryover from the probe had caused the event. He then replaced the probe and performed adjustments, which included adjustments to the gear pump. He verified the analyzer's performance with a 21-cup precision check and qc. The customer did not report any other issues after service. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received questionable na electrode assay results from multiple patient samples tested on the cobas pro ise analytical unit. The following examples of discrepant results were provided: patient sample 1 the initial na result was 137.6 mmol/l the repeat result was 146.4 mmol/l. Patient sample 2 the initial na result was 150.9 mmol/l the repeat result was 140.5 mmol/l. The emergency room doctor questioned the initial results, prompting the qc and patient sample reruns; the qc failed with no patient sample result deemed correct.